Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached the elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.